Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, the customer experienced elevated blood glucose (bg) levels of over 200 mg/dl due to the pump not resuming insulin delivery after control iq suspended insulin as intended. Additionally, it was reported that the pump stopped delivering insulin after using the cartridge for approximately 2 to 3 days. Additional information was not provided. Multiple attempts were made to follow up on the reported issue; however, a response was not received.